Event description:
It was reported that this pacemaker was found to be depleting faster than expected. The patient had been seen several months ago and the longevity remaining was about four and a half years. At the most recent follow-up, however, the longevity remaining decreased to about two years. A save to disk was sent in for engineering analysis and it was confirmed that there was an increase in power consumption for approximately a year. Technical services (ts) recommended device replacement because of this anomaly. No adverse patient effects were reported. Currently, evidence suggests that this product remains in-service. Additional information received indicated that this device was explanted and replaced. No additional adverse patient effects were reported.